Manufacturer narrative:
Unit passed self test. Unit was monitored and functioning properly. Unit communicated properly with the test guardian transmitter and tested with glucose sensor simulator. The pump properly displayed the test value on the pump screen. No pump/meter communication anomaly noted. Unable to perform displacement test due to missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. Test reservoir does not lock properly inside the reservoir tube due to missing retainer. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was stored without battery for weeks. The customer¿s blood glucose level was 6.8 mmol/l at the time of incident. Customer needed help to connect blood glucose meter to insulin pump. The insulin pump will be returned for analysis.